Event description:
Additional information received from a manufacturer representative reported no further issues had been reported and no further information was available at that time.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a suspected extension fracture. It was noted that stimulation was insufficient. Devices settings were not specified/unknown. No factors were noted to have led to the event and no diagnostics/troubleshooting was performed. Interventions/actions were noted as surgical intervention was scheduled to be performed. The issue was noted as not resolved at the time of the report. The consumer¿s medical history included dystonia. There were no further complications reported and/or anticipated.